Manufacturer narrative:
Additional information has been updated, which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's original insulin pump is working fine. The customer had sky high blood glucose and treated with a shot. The customer reported that she woke up and her blood glucose was 450mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer believes something is wrong with the insulin pump because their blood glucose levels have been over 200mg/dl. The customer states they woke up with a level of 417mg/dl. The customer states they have treated with manual injections, but the levels keep rising. Troubleshoot was conducted, and the device passed the testing, along with the high pressure test on the second attempt. Per the customer's request, the device is being replaced and returned for analysis.